Manufacturer narrative:
The product was not returned for examination. The investigation was limited to the information provided. No conclusions could be drawn about the reported event; however, provided information stated poor device alignment was a contributing factor to the revision of the tibial tray component. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The patient was revised because the tibial component was malaligned and the patella possibly overstuffed.